Event description:
The device was returned for an air compressor issue. The reported issue was confirmed. During startup, instead of the normal pneumatic charging noises, this pump made low sputtering sounds, consistent with a failed air compressor. The device was reverted and failed basic recharge tests in the same way. During the reversion process it was found the lever boot retaining plate is also cracked.

Event description:
The following has been reported: biomed reported: red alarm. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.